Event description:
It was reported that during the middle cerebral artery acute occlusion recanalization case, the physician used a guidewire to bring the microcatheter and the subject catheter into the posterior cerebral artery. The physician used a 30ml syringe to aspirate the thrombus out of the patient's anatomy. In the first attempt, no thrombus was retrieved out of the patient's anatomy. During the second attempt, the physician found the subject catheter distal radiopaque marker was not visible under digital subtraction angiography. So the physician withdrew the subject catheter out of the patient's anatomy and found the distal radiopaque marker of the subject catheter was fractured and remained inside the patient's anatomy. The patient was not impacted by this event. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the middle cerebral artery acute occlusion recanalization case, the physician used a guidewire to bring the microcatheter and the subject catheter into the posterior cerebral artery. The physician used a 30ml syringe to aspirate the thrombus out of the patient's anatomy. In the first attempt, no thrombus was retrieved out of the patient's anatomy. During the second attempt, the physician found the subject catheter distal radiopaque marker was not visible under digital subtraction angiography. So the physician withdrew the subject catheter out of the patient's anatomy and found the distal radiopaque marker of the subject catheter was fractured and remained inside the patient's anatomy. The patient was not impacted by this event. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was found to be kinked/bent 122 cm and 130 cm from the proximal end of the device. The tip of the subject catheter (including ro marker) was found to be broken/fractured. Functional inspection was not required as the defect confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter shaft was seen to be kinked and the tip of the catheter (including ro marker) was found to be broken/fractured. Therefore the as reported can be confirmed. The as reported as well as analyzed code, 'ro marker(s) detached/separated/not visible under fluoroscopy', the as reported code, 'un-retrieved device fragments' as well as the as analyzed code, 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.